Event description:
The initial attorney report alleged pain due to defect in mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2001 - repair of incisional ventral hernia with composix mesh. Ni/ni/2001 - follow up visit. Pt is treated for wound infection with antibiotics. On (B)(6) 2001 - admitted for IV treatment of post operative wound infection. Md noted upon discharge "if this fails to resolve she will need surgery." On (B)(6) 2001 - excision of composix mesh. Reportedly, the mesh was not incorporating well and "there was an obvious mesh infection."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusion can be made. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.